Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 15-105000 m2a taper 37/28mm liner lot# 929990; cat# 11-163662 28mm m2a mod head std nk lot# 778140; unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01049, 0001825034 - 2021 - 01050.

Event description:
It was reported that the patient underwent a right total hip arthroplasty approximately 20 years post implantation due to elevated metal ion levels. No additional information is available.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.